Event description:
This x-ray system's acquisition console rebooted and got stuck in a system starting cycle. The system never became operational.

Manufacturer narrative:
(Conclusions) - the investigation found a defective accom circuit board. After the replacement of this board, the system was operational. The failure rate of this board is within expectations as there is no higher exchange rate over the last three years. There is no need for a mandatory field action.